Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to post operative infection, around 4 months after implant placement. Tobacco use history and oral hygiene around implant site were not reported. The bone quality was type iii. Local infection was observed during the implant removal surgery. Bone augmentation material was not used in implant placement surgery. The patient will need another surgical intervention.